Event description:
While performing an endoscopic retrograde cholangiopancreatography (ercp), a spy glass catheter was inserted into the scope and the md noted that there was some resistance. When spy glass was fully inserted a white object at the end of the scope was noted and found to be a pancreatic stent. An ercp was performed the night prior and that physician had a stent malfunction in which stent was never retrieved.